Manufacturer narrative:
Return samples, obtained from the same patient on different draws, 1/20/97 and 2/2/97, were non-reactive with the hcv eia 2.0. Upon further testing by our inhouse lab, one of the return samples was interpreted to be anti-hcv positive on the supplemental immunodot assay, the other sample was negative when tested with the immunodot assay. It can be concluded that the negative antibody result obtained with the hcv eia 2.0 may be due to antibody levels below the limit of detection of this assay or lack of antibody reactivity to the hcv antigens used in the assay. The patient was redrawn on 2/14/97 and the sample was found to be repeat reactive when tested by abbott on the hcv eia 2.0 assay and anti-hcv positive on the immunodot supplemental testing. Samples found positive by hcv supplemental testing are considered positive for antibodies to hcv. The patient appears to be exhibiting a typical seroconversion immune response based on the results of the testing of the 2/14/97 redraw. Further testing with seroconversion panels was performed and verified that sensitivity claims were met. This is the final report.

Event description:
The patient was redrawn and tested on feb. 14, 1997 with the hcv eia 2.0 assay for a non-reactive result.